Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling." They have tried several different vials from different packages and are having the same problem over and over again with this lot.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the root cause of the customer's issue.

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling." They have tried several different vials from different packages and are having the same problem over and over again with this lot.